Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. From 2:25:27 to 02:38:34, the patient's rhythm was vf. Motion artifact, varying rates, and varying amplitudes prevented the lifevest from treating the patient at 02:40:48, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 02:41:57 and 02:43:23, the patient's rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. Device was shutdown at 03:14:13. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per additional information received from continuous device recording, the patient was in asystole with intermittent cardiac activity, CPR/motion artifact, and electrode lead fall off from approximately 02:43:02 until the device shutdown at 03:14:13 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. From 2:25:27 to 02:38:34, the patient's rhythm was vf. Motion artifact, varying rates, and varying amplitudes prevented the lifevest from treating the patient. At 02:40:48, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 02:41:57 and 02:43:23, the patient's rhythm was asystole with CPR/motion artifact and intermittent cardiac activity. Device was shutdown at 03:14:13. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.